Event description:
Additional information: it was reported that the patient experienced increased pain near the catheter tract. The catheter was replaced (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a burning pain near the catheter tip. It was noted that the event was possibly due to an inflammatory mass. This event had also resulted in in-patient hospitalization. The drugs used in this system were morphine, b upivacaine, baclofen, clonidine, and droperidol. Seventeen days later, it was reported that the patient did not have an inflammatory mass. However, the patient's symptoms had led the physician to believe it was an inflammatory mass and the patient was already an in-patient, so the revision had been performed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event resolved without sequelae 2013 (B)(6). Droperidol was removed from the medications within the pump 2013 (B)(6). The infusion rate was increased 2013 (B)(6).